Event description:
Customer reported " failed leak test ". The issue was found during an unspecified event. Event date not provided. There was no patient harm, no injury reported in this reported event device inspection found with no image, error b30 was observed.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation noted the device instrument channel was leaking due to a tear inside. The body control unit (bcu) had fluid invasion and scope connector had corrosion. The insertion tube was found with heavy dents underneath boot protector. The ccd had shrunk tube and damaged (split and cut). Additionally, as noted in section b5, the device was found with no image, displayed error b30 (scope communication error) and was noted, after aeration, the image went to normal. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress, wear, deformation, fracture, fatigue, component failure. Based on investigation results, the image issue was noted to be due to fluid invasion affecting the image and once device underwent aeration, the image issue was back to normal. The imaging function was restored to its proper working condition. Olympus will continue to monitor complaints for this device.